Manufacturer narrative:
This serves as a correction report. Section b-3 (date of event) was incorrectly documented in the previous report and has been updated. Section g-3 (date received by mfg) was incorrectly documented in the previous as december 29. 2022. The correct g-3 date is november 02, 2022.

Event description:
Customer initially reported their adc device displayed "pc" message. The product was returned and investigated and a burned usb port was observed during the investigation. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Reader mbmz362-j1575 has been returned and investigated. The customers reported issue was that the reader only displayed ¿pc¿ indicating that the reader was connected to a computer even when not connected. However, upon visual examination of the returned reader adc observed burn marks on the readers usb port. The reader was sent for further investigation upon these findings and de-cased. A power consumption test was performed and was found to be 0.21mv which was within specification of 0-1.0mv. Melt testing was performed on the usb port and it was found that the maximum power from the wall adapter (3.1w) does not have sufficient power to cause melting of the internal plastic in the usb port. Melting in the usb port may be caused by using non-approved adapters or other equipment. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. Since the current draw of the reader was within specification, it was determined that the reader did not have sufficient power to cause the observed damage. Extended investigation has been also performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their adc device displayed "pc" message. The product was returned and investigated and a burned usb port was observed during the investigation. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.